Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc."the device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients¿

Event description:
(B)(4) - the dentist reported that 7 months after dental implant was installed in intraoral region #30, its non-osseointegration was observed. The implant was installed with immediately load. The patient presented bone type ii.